Event description:
Premature birth 2006. Tx to lbcmc 2007 for correction of patent ductus arteriosus. PICC inserted left axillary the next day. Transfer back to the initial facility 2 weeks later. Approx 2 weeks later, upon removal of PICC, discovered catheter was not intact. Upon x-ray re-examination, appears to have been broken at least several days prior to removal. 0n the same day, pt transferred to another hospital for eval. Two days later, cardiac catheterization for removal of remaining PICC segment. Two days after, returned to the initial facility in stable condition.

Manufacturer narrative:
We are currently in the process of obtaining the sample for analysis. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.